Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the suture tie impression reported from the field.

Event description:
Related manufacturer report number: 2017865-2017-01938. During a device upgrade procedure, it was noted that the right atrial (ra) and right ventricular (rv) leads had insulation damage due to the leads being sutured on the lead insulation instead of the suture sleeve. The electrical parameters were stable and in range. The ra and rv leads were explanted and replaced and the patient was stable.